Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This complaint was classified based on customer service documentation since the medical surveillance specialist (mss) was unable to reach the lay user/reporter (patient's mother) to obtain additional information about the inaccuracy complaint. The lay user/reporter (patient's mother) contacted lifescan customer service in 2009 alleging that the patient's onetouch ultrasmart meter was reading inaccurately high compared to another meter. The alleged inaccuracy issue first occurred the day before, morning. A "443 mg/dl" blood glucose result from the subject meter was compared to a "372 mg/dl" from an onetouch ultra meter. The results were reportedly obtained less than 10 minutes apart. As a result of the meter readings, the patient took her usual dose of insulin (6 units of humulin r) that day: the time of administration was not specified. The reporter claimed that 1 hour after the alleged inaccuracy issue occurred, the patient became "hypoglycemic." Specific symptoms were not reported. According to the reporter, the patient did not receive any forms of treatment as a result of the inaccuracy concern. The customer service advocate (cca) went through troubleshooting with the reporter and noted that the difference between the two results was less than 30%, which meets lifescan's accuracy criteria. It was also noted that the correct testing techniques were used and the meter was properly coded. Based on the provided information at this time, this complaint is being reported because the patient allegedly became hypoglycemic 1 hour after obtaining an alleged inaccurate high meter reading. Replacement products were sent to the patient.